Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of noise that resulted in oversensing were noted on the right ventricular (rv) lead. X-ray was performed and there was damage noted on the rv lead. The rv lead was capped and replaced to resolve the event and the patient's condition was stable.